Event description:
It was reported that high capture threshold was noted. Externalized conductors found via fluoroscopy.

Event description:
New information noted that the patient presented to the ER after receiving shocks due to noise. Prior to lead replacement, externalized conductors were observed. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.